Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had alarms on the insulin pump. Customer reported receiving signal too low alarms, unexpected restart alarms and no delivery alarms on the insulin pump. Customer's blood glucose was 9.6 mmol/l at the time of incident. The customer reported the unexpected restart alarm was recurring during normal insulin pump use. The customer also reported the batteries were not lasting for more than one week and a half. Customer was advised the insulin pump needed to be replaced. The customer agreed to return the insulin pump for analysis.